Manufacturer narrative:
Units are being brought back to MFR for add'l investigation.

Event description:
It was reported by service report that the foot right load cell has come out frame bracket. No adverse consequences have been reported.